Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. In (B)(6) 2021, the device had three years longevity. Recently, the device triggered the explant indicator. A request was made to have data from this device analyzed and data analysis confirmed the battery was depleted faster than expected. At this time, the ICD remains implanted and no adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. In october 2021, the device had three years longevity. Recently, the device triggered the explant indicator. A request was made to have data from this device analyzed and data analysis confirmed the battery was depleted faster than expected. At this time, the ICD remains implanted and no adverse patient effects were reported. Additional information received indicated that the ICD has been explanted and replaced. No additional adverse patient effects were reported.